Event description:
It was reported that the right atrial (ra) lead dislodged post operatively. Diagnostic testing indicated possible pacing inhibition. An abnormal electrocardiogram (ECG) was noted with atrial sensing, ventricular paced rhythm and repolarization abnormalities. The lead was revised and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.